Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, implanted: (B)(6) 2014; 6935 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation from the left ventricular lead. Reprogramming was done and the lead remains in use. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.